Event description:
The initial attorney report alleged pain and permanent injuries due to a defective mesh. The following is based on the medical records provided by the pt¿s attorney: (B)(6) 2005 ¿ repair of two incisional hernias. Composix kugel mesh was used to repair a hernia in the lower abdomen and a ventralex mesh was used to repair subxiphoid area. (Note: there is no adverse event to report involving the ventralex mesh). On (B)(6) 2005- presented to the ER with abdominal pain and a large amount of sero-sanguinous drainage from the lower incision. A CT scan showed fluid collection consistent with seroma, post operative changes, non-acute. He was admitted for IV antibiotics and observation. On (B)(6) 2009 ¿ admitted through the ER with a diagnosis of small bowel obstruction. The obstruction was managed conservatively and the pt was discharged on (B)(6) 2009. On (B)(6) 2009 ¿ admitted for nausea with bilious emesis. Imaging revealed a small hiatal hernia and multiple distended small bowel loops with a small amount of gas in the colon. His symptoms persisted and he was brought to the ER. On (B)(6) 2009 ¿ exploratory laparotomy, excision of composix kugel mesh, lysis of adhesions, small bowel resection, and repair of recurrent incisional hernia with a non-bard graft. Reportedly, the proximal portion of the mesh had detached from the anterior abdominal wall and there were adhesions of the small bowel to the polypropylene surface of the mesh. On (B)(6) 2009 ¿ f/u visit. Post operatively the pt had a hematoma at his incision site. The hematoma is smaller and softer, the abdomen is soft, non-tender and non-distended and there is no hernia.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the info available at this time, no definitive conclusions can be made. The medical records indicate that the pt was treated for recurrence, adhesions, and seroma, he also developed a hematoma that gradually resolved, all of these are known possible adverse reactions listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no sample was returned for eval. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted.